Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3. Analysis found non-conformances and the recharger was subsequently scrapped. The recharge antenna insulation had pulled too far out of rtm donut, and the following recharger failure was seen: no device found message x 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the paddle that they use to recharge the implanted neurostimulator is broken. Patient stated they recharge every 3 4 days; patient stated when they are active they turn their stimulation up. Patient stated they had the controller fully charged and they went to connect the recharger cord to the controller and it wouldn't go. Patient stated it kept beeping and telling them to "reposition." Pt stated they had to stand and hold it in position and it felt like it was trying to charge but then it would stop after a few seconds and it would drain the controller battery. Pt stated she got a burning sensation where the cord plugs into the paddle and it was so hot they could not apply it to their skin. Patient stated this all happened on a 3 day weekend and they have been without stimulation since then. An email was sent to the repair department to replace the rtm cord.